Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support informed the customer to calibrate the device first and if issue continues he needs to replace the 02 sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported he was having issue with the oxygen on the sipap ventilator. The customer reported there was no patient involvement associated with the reported event.